Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system was on critical override and patient/order data might not be current. A technical support specialist (tss) dialed into the es server with appropriate permissions and verified server downtime; the cce server had stopped processing messages for the last two hours, with timestamps showing no progression. Tss restarted the cce services (carefusion cce-services, carefusion cce-system, carefusion cce profile plugin service), but monitoring showed no update in processing. The cce interface server details were noted, and the case was reassigned to the interface team in critical status since all stations/sites were affected. The issue was resolved on the host/network side, with no issue identified on the bd side. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server was on critical override. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.